Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A report of a device in backup vvi mode was received. A device restoration to previously programmed parameters was completed successfully. The patient was stable.